Manufacturer narrative:
(B)(4): representative samples were visually and functionally examined for needle pull-off test and they met the requirements.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2013 and suture was used. While closing the muscle, the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2013-05114 and 2210968-2013-05116. The same patient is represented in each medwatch.